Event description:
Olympus was informed that towards the end of an ercp (endoscopic retrograde cholangiopancreatography) procedure, the olympus balloon catheter detached off at the distal end and fell inside the patient's bile duct. The balloon was retrieved from the pt. There was no pt injury reported. The procedure was successfully completed.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. If additional info is available at a later time or if the device is returned for eval, this report will be supplemented.